Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. X-rays performed, no fractures noted. X-ray did show deformed/stretched inner coil near tip end. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or loss of capture. The helix appears intact and undamaged.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds, but capture could still be maintained with increase in output. The x-ray showed the ra lead had lost all its slack, but was not completely dislodged. The cause of the dislodgement could be attributed to twiddler's syndrome. The right atrial (ra) lead was explanted. No additional adverse patient effects were reported.